Event description:
Per the clinic, the patient was hospitalised for 5 days (specific dates not reported) due to pain subsequent to undergoing initial implantation on (B)(6) 2014. The fixture was not implanted due to poor bone quality.

Manufacturer narrative:
(B)(4). The device was returned on september 4, 2014, and no product fault nor process deviation was found. This report is filed, september 9, 2014.